Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unresponsive and the screen did not illuminate when the wake button was presses. Customer was able to plug the pump in to charge and the pump successfully turned back on. Customer had elevated blood glucose (bg) levels (463 mg/dl). Customer reverted to a back up pump to bring bg levels back to target range. Although requested, pump data was not uploaded for review. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.